Event description:
It was reported that there was an incident with a tube.

Manufacturer narrative:
Other, other text: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided for device history record review. E4 is unknown.